Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30apr2019. The manufacturer's field service engineer (fse) confirmed the reported issue. Inspected unit. Found that cooling filter was very dusty. Cooling fan running at 3905 (revolutions per minute) rpm. The manufacturer¿s fse replaced the defective cooling fan filter which is now running at 4080 rpms to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported blower temperature high error code. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified: estimate used.